Event description:
During the removal of the cannula by the nurse of the anaesthesia care room a fragment of it was left in an arterial vessel. Consequently, the continuity was interrupted. (Full description in the documentation.) Implications for the patient: immediate procedure requiring removal of the residual cannula surgically under general anaesthesia and consequent ligation of the vessel. Remedial or curative action related to patient care taken by the public health institution: immediate surgery and removal of the remaining cannula. Stay in the ICU for observation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of catheter broken/ separated after placement was confirmed upon inspection of the sample. Analysis of the sample showed the catheter broken. A clean cut was observed at the part off area. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Corrective actions have been initiated, and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.